Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adapter was damaged. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the ac adapter in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed functional testing and performed as intended at the lab. However, visual examination revealed that the output cable was damaged in different spots, exposing the internal wires. As a result, the reported damaged cable was confirmed. The most likely root cause of the reported damaged cable on the controller ac adapter can be attributed to wear or the handling of the unit, which likely contributed to the fraying or breaking of the cable. Applicable risk documentation and experience with events of similar circumstances were considered. If information is provided in the future, a supplemental report will be issued.